Manufacturer narrative:
Bayer case number: (B)(4). Sleep disorders [sleep disorder] gastrointestinal disorders [gastrointestinal disorder] dry mouth [dry mouth] itchy ear canal [ear pruritus] joint pain [joint pain] grade 4 osteoarthritis of the right knee [knee osteoarthritis] ruptured 2 tendons in the right shoulder [rotator cuff tear] tendonitis in the left shoulder [shoulder tendinitis] ruptured left achilles tendon [achilles tendon rupture] tendonitis in right achilles tendon [achilles tendonitis] macular oedema in the left eye [macular edema] tenosynovitis of the long biceps [tenosynovitis] knee oedema when climbing stairs [oedema knees]. Case narrative: the below report was received by health authority anms (reference number: (B)(4)) on 27-aug-2025. The most recent information was received on 04-sep-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of sleep disorder ("sleep disorders") in a 49 year-old female patient who had essure inserted (lot no. 683280) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2013 she experienced sleep disorder (seriousness criterion medically important), gastrointestinal disorder ("gastrointestinal disorders"), dry mouth ("dry mouth"), ear pruritus ("itchy ear canal"), arthralgia ("joint pain"), osteoarthritis ("grade 4 osteoarthritis of the right knee"), shoulder tendinitis ("tendonitis in the left shoulder"), tendon rupture ("ruptured left achilles tendon") and tendonitis ("tendonitis in right achilles tendon"). In 2023 she experienced rotator cuff tear ("ruptured 2 tendons in the right shoulder") and oedema peripheral ("knee oedema when climbing stairs"). In (B)(6) 2025 she experienced macular oedema ("macular oedema in the left eye"). On unknown date she experienced tenosynovitis ("tenosynovitis of the long biceps"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to sleep disorder, gastrointestinal disorder, dry mouth, ear pruritus, arthralgia, osteoarthritis, rotator cuff tear, shoulder tendinitis, tendon rupture, tendonitis, macular oedema, tenosynovitis or oedema peripheral. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. [Magnetic resonance imaging] on (B)(6) 2023: confirmation of grade IV patellofemoral chondropathy on the medial patellar side, associated with a hollow appearance of the femoral trochlea. In addition, the extensor mechanism was intact. Small amount of intra-articular effusion. Preservation of the anterior and posterior cruciate ligaments. Preservation of the lateral ligaments. No lateral or medial meniscus abnormalities. Grade IV lateral femorotibial chondropathy (sequence 4 image 15). Large serpiginous formation of the proximal third of the tibial muscle, with irregular contours, requiring integration with computed tomography (CT) imaging with extension in the sagittal plane over approximately 10 cm, appearing to be continuous with the anterior profile of the distal insertion of the posterior cruciate ligament (sequence 2 image 11). This could initially indicate a highly mucoid macrocystic formation but should be confirmed by CT imaging. Minimal doubt about an external parameniscal cyst, with no clear signs of an associated meniscal tear, but should be correlated with the clinical picture. Fluid distension of the common bursa between the semimembranosus and medial gastrocnemius tendon. [Ultrasound scan] on (B)(6) 2025: enthesis: no enthesis abnormality. No enthesophyte. No pre-calcaneal bursitis. - myotendinous junction: no junction abnormality. - tendon body: thickening of the calcaneal tendon body, thickened to 10 mm over its entire length. Hyperaemia on power doppler. No notable peritendinitis. Tear on the external edge of the tendon extending approximately 4 mm anteroposteriorly. No hypoechoic tendinosis nodule. No tendon body calcifications. Conclusion: tendon disorder on left-hand side of body with 10 mm thickening along entire height. 4 mm anteroposterior tear with hyperaemia on superb microvascular imaging (smi) doppler. No precalcaneal bursitis. Batch number- 683280; manufacture date: 2009-10-31; expiration date 2010-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Sleep disorders [sleep disorder] gastrointestinal disorders [gastrointestinal disorder] dry mouth [dry mouth] itchy ear canal [ear pruritus] joint pain [joint pain] grade 4 osteoarthritis of the right knee [knee osteoarthritis] ruptured 2 tendons in the right shoulder [rotator cuff tear] tendonitis in the left shoulder [shoulder tendinitis] ruptured left achilles tendon [achilles tendon rupture] tendonitis in right achilles tendon [achilles tendonitis] macular oedema in the left eye [macular edema] tenosynovitis of the long biceps [tenosynovitis] knee oedema when climbing stairs [oedema knees] case narrative: the below report was received by health authority anms (reference number: (B)(4) on 27-aug-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of sleep disorder ("sleep disorders") in a 49-year-old female patient who had essure inserted (lot no. 683280) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2013 she experienced sleep disorder (seriousness criterion medically important), gastrointestinal disorder ("gastrointestinal disorders"), dry mouth ("dry mouth"), ear pruritus ("itchy ear canal"), arthralgia ("joint pain"), osteoarthritis ("grade 4 osteoarthritis of the right knee"), shoulder tendinitis ("tendonitis in the left shoulder"), tendon rupture ("ruptured left achilles tendon") and tendonitis ("tendonitis in right achilles tendon"). In 2023 she experienced rotator cuff tear ("ruptured 2 tendons in the right shoulder") and oedema peripheral ("knee oedema when climbing stairs"). In (B)(6) 2025 she experienced macular oedema ("macular oedema in the left eye"). On unknown date she experienced tenosynovitis ("tenosynovitis of the long biceps"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to sleep disorder, gastrointestinal disorder, dry mouth, ear pruritus, arthralgia, osteoarthritis, rotator cuff tear, shoulder tendinitis, tendon rupture, tendonitis, macular oedema, tenosynovitis or oedema peripheral. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. [Magnetic resonance imaging] on (B)(6) 2023: confirmation of grade IV patellofemoral chondropathy on the medial patellar side, associated with a hollow appearance of the femoral trochlea. In addition, the extensor mechanism was intact. Small amount of intra-articular effusion. Preservation of the anterior and posterior cruciate ligaments. Preservation of the lateral ligaments. No lateral or medial meniscus abnormalities. Grade IV lateral femorotibial chondropathy (sequence 4 image 15). Large serpiginous formation of the proximal third of the tibial muscle, with irregular contours, requiring integration with computed tomography (CT) imaging with extension in the sagittal plane over approximately 10 cm, appearing to be continuous with the anterior profile of the distal insertion of the posterior cruciate ligament (sequence 2 image 11). This could initially indicate a highly mucoid macrocystic formation but should be confirmed by CT imaging. Minimal doubt about an external parameniscal cyst, with no clear signs of an associated meniscal tear, but should be correlated with the clinical picture. Fluid distension of the common bursa between the semimembranosus and medial gastrocnemius tendon. [Ultrasound scan] on (B)(6) 2025: enthesis: no enthesis abnormality. No enthesophyte. No pre-calcaneal bursitis. - myotendinous junction: no junction abnormality. - tendon body: thickening of the calcaneal tendon body, thickened to 10 mm over its entire length. Hyperaemia on power doppler. No notable peritendinitis. Tear on the external edge of the tendon extending approximately 4 mm anteroposteriorly. No hypoechoic tendinosis nodule. No tendon body calcifications. Conclusion: tendon disorder on left-hand side of body with 10 mm thickening along entire height. 4 mm anteroposterior tear with hyperaemia on superb microvascular imaging (smi) doppler. No precalcaneal bursitis. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.